Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report. (B)(4).

Event description:
Reportedly, the ICD was implanted on (B)(6) 2017 and the patient was discharged on (B)(6) 2017. On (B)(6) 2017, the patient experienced bruising and redness of the pocket. It was treated by a surgical drain on (B)(6) 2017. No anomaly was noted during the 1-3 months, 6 months and 12 months study follow-up visits.